Event description:
The reporter contacted animas on (B)(6) 2014 alleging a blood glucose excursion of an unknown bg measurement that required treatment by emergency medical services and IV fluids at the hospital. The reporter alleged the pump was subjected to x-ray exposure at the airport. Review of the pump by customer support was declined by the reporter. The reporter refused to return the pump to the manufacturer for investigation. This complaint is being reported because the reporter alleged the patient experienced an adverse event while on insulin pump therapy.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.